Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows isolated undersensing of fine atrial fibrillation (af). The programmed sensitivity is automatic gain control (agc) at 0.25mv (millivolts). At this time, the device remains in-service. No adverse patient effects were reported.